Event description:
On (B)(6) 2009, the pt reported her insulin infusion device's "up" button was not working. She stated she discovered this after over-programming a bolus, which was able to cancel. The pt stated she also noticed the "down" button, "menu" and "check" buttons were malfunctioning. During troubleshooting, the pt was instructed to remove and re-insert the batteries and the infusion device displayed "a 8" (power interrupt) error message that the pt was not able to clear. All 4 buttons of the infusion device were not functioning after the self-check was performed. No physiological effects were reported. Product was replaced and requested to be returned for evaluation.